Event description:
Follow-up information revealed the patient's condition is stable and the issue has now resolved.

Manufacturer narrative:
Concomitant medical product: model 6172 (2), dbs lead - implant date unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) had an infection and the ipg pocket site was also red and warm. As a result, the patient underwent surgical intervention wherein the dbs system was removed. The patient was hospitalized and the infection was treated initially with IV antibiotics and followed with oral medication.